Event description:
In 2008, the pt reported experiencing an occlusion (04) error while attempting to bolus. She stated that she has received several occlusion errors in the past "few" days with every infusion set she uses. Her blood glucose was elevated to 348 mg/dl, and she injected 10 units of insulin via syringe. Symptoms of elevated blood glucose were cotton mouth, headache, and frequent urination. Her normal blood glucose range is 130-178 mg/dl. She stated that the occlusions occur during the first 20 units of the infusion site and the last 180 units of the infusion tubing. The piston rod was replaced 2 days ago. To troubleshoot the pt was instructed to disconnect from her infusion site and to prime the infusion tubing. Insulin flowed from the end of the tubing. She stated that she does not have scar tissue and she rotates her infusion sites well. She stated that she believed the issue was due to the piston rod "sounding bad and not working correctly." The pt was sent a piston rod for troubleshooting. Further attempts to follow up with pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.